Manufacturer narrative:
The author of the article was contacted in an effort to obtain the serial number (sn) for the device. A sn was provided, but was not able to be matched to any existing records. Should add'l info become available, this report will be updated. The findings of the study were summarized in the article: survival of transvenous ICD leads in young pts. Pacing clinical electrophysiology. 2010 feb; 33(2): 186-91. Bonney w, spotnitz h, liberman l, silver e, ceresnak s, hordof a, pass r.

Event description:
Boston scientific crm received info from a retrospective study of implantable cardioverter defibrillator (ICD) lead failure rates in young pts. In the study "lead failure" was defined as any lead problem requiring surgical intervention to restore proper function to the ICD system. In the reported event, the (B) (6), female pt implanted with this right ventricular (rv) lead and the associated ICD, had been admitted to the hospital following a routine ICD generator replacement for battery depletion. After the procedure, the pt sustained an episode of torsades de pointes. The device undersensed the arrhythmia and did not deliver the required tachy therapy. The pt then had to be externally rescued. It was reported that the pt was hypokalemic at the time of the arrhythmia. A lead revision procedure was performed in which a new (rv) pace/sense lead was implanted. The device was explanted. No adverse pt effects were reported from the procedure.